Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pelvic pain ("pain"), salpingitis ("fallopian tubes were inflamed from an allergic reaction") and genital haemorrhage ("abnormal bleeding (general)/ excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included wisdom teeth removal in 2010. Concurrent conditions included overweight, thyroid disorder, lower abdominal pain, menses irregular, nickel sensitivity, latex allergy and iodine allergy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), libido decreased ("hormonal changes describe: decreased libido"), urinary tract infection ("uti"), fungal infection ("yeast infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal motility disorder ("lack of solid bowel movement"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problems"), weight increased ("weight gain"), abdominal pain ("abdomen pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes)), surgery (salpingectomy(bilateral removal of fallopian tubes)), surgery (she had surgery to remove the essure, salpingectomy(bilateral removal of fallopian tubes)) and surgery (salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, salpingitis, hypersensitivity, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, libido decreased, urinary tract infection, fungal infection, migraine, headache, nausea, anxiety, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, vaginal discharge, visual impairment, eye disorder, abdominal pain and vulvovaginal pain outcome was unknown, the pelvic pain, genital haemorrhage and alopecia had resolved and the depression and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fungal infection, gastrointestinal motility disorder, genital haemorrhage, headache, hypersensitivity, libido decreased, migraine, nausea, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: depression, pelvic pain, decreased libido, nickel allergy, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pelvic pain ("pain"), salpingitis ("fallopian tubes were inflamed from an allergic reaction") and genital haemorrhage ("abnormal bleeding (general)/ excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included wisdom teeth removal in 2010. Concurrent conditions included overweight, thyroid disorder, lower abdominal pain, menses irregular, nickel sensitivity, latex allergy and iodine allergy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), libido decreased ("hormonal changes describe: decreased libido"), urinary tract infection ("uti"), fungal infection ("yeast infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal motility disorder ("lack of solid bowel movement"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problems"), weight increased ("weight gain"), abdominal pain ("abdomen pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes)), surgery (salpingectomy(bilateral removal of fallopian tubes)), surgery (she had surgery to remove the essure, salpingectomy(bilateral removal of fallopian tubes)) and surgery (salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, salpingitis, hypersensitivity, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, libido decreased, urinary tract infection, fungal infection, migraine, headache, nausea, anxiety, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, vaginal discharge, visual impairment, eye disorder, abdominal pain and vulvovaginal pain outcome was unknown, the pelvic pain, genital haemorrhage and alopecia had resolved and the depression and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fungal infection, gastrointestinal motility disorder, genital haemorrhage, headache, hypersensitivity, libido decreased, migraine, nausea, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: depression, pelvic pain, decreased libido, nickel allergy, dyspareunia. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Events added: abnormal bleeding (general), allergicor hypersensitivity reaction, apareunia (inability to have sexual intercourse), bladder problems, urinary problems, hormonal changes describe: decreased libido, uti, yeast infections, migraines, headaches, nausea, depression, anxiety, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, gastrointestinal or digestive system condition type: lack of solid bowel movement, hair loss, nickel allergy, vaginal discharge, vision problems, eye problems, weight gain, abdominal pain, vaginal pain, fallopian tubes were inflamed from an allergic reaction. Concomitant and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.